Event description:
A customer reported that the cartridges they received in their last shipment were malfunctioning in their pump. There was no adverse impact to the customer's blood glucose level. The customer noted the malfunction in a survey response and expected improvement post-software update, but the issue persisted. No additional information was received regarding corrective actions taken.